Manufacturer narrative:
Device evaluated by MFR.: the analysis of returned product revealed the coating damage found in the proximal end of the device was possibly caused by the torque device, due to the damage was located in the section of guidewire where the torque is commonly used (proximal end); the rest of the guidewire did not show damages on its coating, consequently, it is not possible to confirm the reported complaint. Besides, it is important to mention that the torque device returned exactly located where the guidewire was kinked and the coating damaged and residues of coating were encountered in the metallic collet of the torque device as well as inside the white cap.

Event description:
It was reported that coating issue were encountered. The target lesion was located in the liver. A 135cm transend guidewire was selected for use. However, during procedure outside the patient, when physician attempted to shape the distal tip 3-4 times, it was noticed that the coating of the distal tip peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that coating issue were encountered. The target lesion was located in the liver. A 135cm transend guidewire was selected for use. However, during procedure outside the patient, when physician attempted to shape the distal tip 3-4 times, it was noticed that the coating of the distal tip peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.